Event description:
The device was returned to the manufacturer following the patient's death. The device subsequently tested out of specification during manufacturer's analysis. Follow up with the hcp reported the cause of death was pneumonia. There is no allegation that the patient's death was device related.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined the no output and no telemetry conditions were the result of lifted hybrid bond wires.